Event description:
New needle on novopen was twisted and therefore no insulin come out [device malfunction]. Blood glucose value is about 400 mg. [Blood glucose increased]. Case description: medical device information: class iia. This spontaneous case from austria was reported by a consumer as "new needle on novopen was twisted", "blood glucose valve is about 400 mg/dl" and concerns a male patient using novofine needles (suspected device) from an unknown date to an unknown date, due to diabetes mellitus. Patient's height: not reported. Patient's medical history includes diabetes mellitus for 30 years. The patient called (B)(4). The patient complained about inefficacy of his insulin. On an unknown date, the patient's blood glucose valve was about 400 mg/dl, though he could not feel it. The patient wondered if high temperature could influence the drug. He was recommended to see a doctor. The doctor noticed that the needle on the novopen was twisted and therefore no insulin came out. He changed the needle, and it worked. The patient's blood glucose is now fine. The needle has been disposed. The outcome of events was reported as recovery.